Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted for the endovascular treatment of proximal type I endoleak. It was reported that on an unknown date a proximal type I endoleak was observed coming from the endurant cuff. No action has been taken. The films and sizing sheet are not available. The current infrarenal aneurysm is 6.5 to 6.7 cm in diameter. No clinical sequelae were reported and the patient is being monitored.